Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) is a participant in a clinical study. It was reported the pt experiences pain and convulsions in the neck muscles when stimulation is in use. An x-ray shows no issues with respect to lead placement. Reprogramming will be undertaken at a later date to address this issue. In addition, the pt will have a brief hiatus from her medication.